Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of and water ingress, deposit of foam particulate on the fit tool. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 0 error logged. The manufacturer concludes there was evidence of foam particulate deposit on the fit tool, and water ingress. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated/corrected in this report.